Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a procedure, the device was being used in the femoral artery with another manufacturer's catheter. The device's valve became detached.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. Work instructions for flaring: verify flare size and adequacy. Some things to look for: flare should be free of splits, nicks, pits, holes, kinks, and creases. Flare should be a concentric shape, not slanted or uneven; it should look like a champagne glass. Flare inside diameter should be unobstructed and round. Inside diameter should be free of debris, material flaps, strands, and protruding wires. Flare should fit over nose of adapter but not up onto adapter threads. When pulling flare down into base of cap, the flare should sit well in base of cap. You should not be able to pull the flare through the base of cap without wrecking or grossly distorting the flare. The flare is inadequate and determined if bad flare can be trimmed off and re-flared. Cool iron using compressed air before re-flaring or flaring next piece of tubing. Slight imperfection or ¿clutter¿ may be smoothed out by heating a checker wire or other tool and applying carefully to tubing, as long as flare integrity is not compromised. The visual inspection of the returned device reported the check-flo separated from the sheath. The flare was found to have a slight ruffled appearance. A go no-go flare gauge was used to confirm that the size of the flare was manufactured to specification. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, it is feasible to suggest that the device had received force greater than its intended design. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
During a procedure, the device was being used in the femoral artery with another manufacturer's catheter. The device's valve became detached.